Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4, h4: the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that upon the magnetic resonance imaging (MRI) images after spaceoar vue placement procedure, an intraprostatic implant was identified, almost all of the hydrogel appeared to be in the vessels and a small amount of it is in the right place near the seminal vesicles. The patient has some soreness and retention after the procedure, but not currently.